Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
It was reported that while two family members of the patient were carrying the patient from a bed onto the CT table to do the exam, one of them accidentally stepped on the foot switch, causing the table to move down. At the same time, while the table was being driven downward, the other patient's family member placed his foot under the table and it got pinched. This resulted in a fracture and required a cast.